Event description:
During a biliary stenting procedure the physician used a wilson-cook sohendra biliary stent. Three days after stent placement the pt complained of abdominal pain. The fifth day after stent placement, a CT scan was conducted and revealed a pooling of gail in the peritoneum, which required immediate drainage. The next day emergency surgery was performed revealing a perforation of the duodenum wall. Information regarding the pt's condition after surgery was requested, but not provided by the reporter.